Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: crease flat, opening on valve, white particles inner the shell and broke plug strap. Leak test and microscopic analysis was performed which identified: delamination of valve (less than 75% partial separation), sharp opening on valve bond edge, sharp broken plug strap and crack opening on valve. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure). A cracked valve seat diaphragm valve. A sharp opening on valve bond edge assessed as an unidentified (tear) opening. A sharp pattern on plug strap of broken device assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.